Manufacturer narrative:
Manufacture¿s investigation conclusion: the reported event of the modular cable being exchanged was confirmed via the provided information, however a reason why the modular cable was exchanged was unable to be determined. Multiple attempts were made to obtain additional information from the customer regarding the previous modular cable exchange; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate3 lvas patient handbook section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The heartmate 3 patient handbook section 2 ¿how your heart pump works,¿ under sub-section titled "connecting the driveline to the system controller,") addresses the proper steps for connecting the driveline to the system controller. Device history records could not be reviewed due to the lot number of the modular cable being unavailable. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a modular cable exchange and was symptomatic.